Event description:
The reporter contacted animas on (B)(6) 2013 reporting a low blood glucose of 3 mmol/l and elevated blood glucose levels as high as 27 mmol/l; the reporter indicated having symptoms of moderate ketones, nausea/vomiting, dry mouth, and abdominal pain. The patient reported that during the elevated blood glucose the cannula was found to be bent however indicated that the blood glucose started elevating before that site was inserted. The review of the pump history indicated no alarms related to the event but the bolus history indicated one partially delivered bolus. The patient confirmed that the basal delivery history was appropriate and indicated running a temporary increased basal rate of +20 %. The reporter indicated that the insulin to carbohydrate setting had not been adjusted in 6 months. The patient was advised that the pump appeared to be working appropriately and advised the patient to discuss the blood glucose levels with a health care provider to determine if any changes might be needed related to the blood glucose levels. This report is made based on the allegation that the patient experienced erratic blood glucose of unclear cause while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.